Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7342570, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a 600cc mentor memorygel breast implant placed experienced left sided rupture post procedure. As a result, the device was explanted on (B)(6) 2019.